Manufacturer narrative:
The reported event of ail alarms with no visible air file was opened to document an event that the customer reported. An investigation can't be performed using the site visitalone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit, the customer reported experiencing air in line alarms with no visible air noted. There was no patient involvement.